Event description:
It was reported by service report that there is a missing rivet on the foot end lift handles. This could affect cot stability during lifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.